Manufacturer narrative:
Product event summary #s8 unable to see o-arm trackers product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(6). Mnav comment: summary: work order passed. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that while trying to confirm communication between navigation system and imaging system, the navigation system was unable to see the trackers on wither side of the imaging system. It was stated that other navigation systems were able to see the imaging system trackers without issue. Imaging system and navigation system were communicating successfully on the ethernet connection and exams were successfully pushed from imaging system to navigation system. However, the navigation system would not track imaging system trackers. Multiple reboots were performed and during one reboot, the navigation system briefly saw the trackers for about 60-90 seconds and then stopped. Reboot saw the camera again for few seconds, representative moved the camera and it would not see the trackers, the camera was then moved back to original position and it was seeing the trackers. Representative believes that there is a specific distance to be able to see the trackers and the camera was 9 feet away and tracking details are far side on the tracker. After that the navigation system was not able see the trackers. There was no patient present when the issue occurred.